Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing thresholds and pacing impedances. The impedances rose from 500 ohms to 1350 ohms. An x-ray was performed and there was no visible damage on the lead. The rv lead was surgically abandoned and replaced. During the revision, the lead was tested on the pacing system analyzer which confirmed high impedances and high thresholds. No additional adverse patient effects were reported.